Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device showed that the fixed jaw is cracked and the pin is broken at the lever of the articulation. The cracked occurred at the section which is the most loaded when grabbing tissues with the jaws. No pre-existing defect has been identified at the level of the broken or cracked sections. The damage of the pituitary is consistent with applying excessive load to the instrument. Some investigations have been performed on the design of the pituitary which have found that due to the delicate nature and the variety of uses for this instrument, the root cause is determined to be due to wear over time as this may require the use of greater force on the instrument which could lead to breakage. Wear can also occur sooner if the surgeon is using the instrument for purposes other than the intended use. The current design has been optimized to fulfill the surgeon's needs while maintaining the requirements to cut soft tissues.

Event description:
It was reported that during an unknown spinal procedure, the tip of the micro pituitary was cracked. The device was replaced with no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.